Manufacturer narrative:
The device was not returned for evaluation; therefore, the reported failure cannot be verified and root cause cannot be conclusively determined. A review of the device history report found no abnormalities that would contribute to this issue. A two-year review of complaint history shows a total of 32 reports with a quantity of 40 devices related to this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following; do not use equipment if upon receipt, package is opened, damaged, or shows signs of tampering. Continually check for overheating, if overheating is sensed immediately discontinue use. Do not use burs for plunge cutting. Injury or damage could occur. Do not use shaver bur if they show any signs of damage. Inspect for bent, dull, or damaged blades and burs before each use. Do not apply excessive loading on the shaver blade or bur. Direct contact of the rotating cutting edge of shaver blades and burs with metallic surfaces and/or other hard surfaces such as arthroscopes, cannulas, or other instruments can cause damage to the devices, shaver blade or bur should be examined for damage and replaced if necessary. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported the "h9133 - 4.5 mm sterling, lightning, "did not work as expected". Further attempts were made to gather additional information, but none was provided. This was reported with no patient injury or surgical delay. Based on the decision tree results and provided information, this will be reported as a device malfunction with potential for injury upon reoccurrence.